Event description:
Reporter alleged taking normal 25 units of insulin at 9 am, however, at 11 am glucose measured 31 mg/dl back to back with a result of 111 mg/dl performed 10 mins later. It was stated no actions other than getting something to eat were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.